Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller takes care of their down syndrome brother with a foley. They noted sometimes it was slower to empty the meter into the bag. Also, sometimes their brother had a small amount of blood upon removal of the catheter. Determined they were laying the bag on the ground and explained that the urine saturation in the vent can cause vapor lock of the foley system. Recommended hanging the bag, allowing tubing to remain straight and gravity to encourage drainage. Recommended they spoke to customer brother's urologist regarding the bleeding. They were already using version with hydrogel. Customer was unsure if their brother could use latex. Discussed how bag tubing should be straight and without loops in the tubing. Discussed the rusch belly bag as a potential option. No medical intervention was reported.

Event description:
It was reported that the caller takes care of their down syndrome brother with a foley. They noted sometimes it was slower to empty the meter into the bag. Also, sometimes their brother had a small amount of blood upon removal of the catheter. Determined they were laying the bag on the ground and explained that the urine saturation in the vent can cause vapor lock of the foley system. Recommended hanging the bag, allowing tubing to remain straight and gravity to encourage drainage. Recommended they spoke to customer brother's urologist regarding the bleeding. They were already using version with hydrogel. Customer was unsure if their brother could use latex. Discussed how bag tubing should be straight and without loops in the tubing. Discussed the rusch belly bag as a potential option. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.